Manufacturer narrative:
Batch review performed on 09 april 2018; lot 166849: (B)(4) items manufactured and released on 02 february 2017. Expiration date: 2022-01-04; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 23 march 2018: tibial component revision occurred 6 months after primary total knee arthroplasty. The patient was complaining about instability and long-axis x-ray show a varus alignment of the knee. No immediate postoperative radiograph is available and the initial position of the implant cannot be assessed. The reason of this event cannot be determined.

Event description:
The patient came in complaining of instability 7 months after the primary. The right knee was varus. The surgeon revised the tibia. The surgery was completed successfully.